Event description:
Facility alleged that the brakes were set on a bed, and when they came back into the room, they were unlocked. (Maintenance) examined the bed and put it into brake mode, when he shook the bed, the brakes came unlocked. He is not aware if a pt was involved, and no injuries occurred. The brake and brake/steer casters were replaced to resolve this issue.